Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified large volume folfusor underinfused medication to the patient; the pump ran a day longer than expected. This was identified during patient use. The device contained cytostatic solution 267ml sodium chloride 240ml filling volume plus 10% buffer plus 3ml residual volume. There was no report of patient injury or medical intervention associated with this event. No additional information is available.